Event description:
It was reported that the air dermatome is not producing a graft with the correct thickness. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the bearings were rough and the motor ran in an erratic fashion.